Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on 550 device. Hcp stated device alarmed fl02 and the ultrafiltrate controller (ufc) was turned off and treatment was continued with manual control of the transmembrane pressure (tmp). Hcp reported pt gained 5 liters during treatment. No pt or medical intervention was indicated in the initial report. No further info regarding this event was available from hcp for this report.